Event description:
This lead was explanted due to intermittent oversensing and inappropriate shocks. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Upon receipt the lead was found cut approx. 58 cm proximal to the lead tip. Only the distal lead fragment was received for analysis. The performance of the lead fragment was scrutinized. The analysis revealed multiple signs of wear along the lead fragment. In particular in the distal area, the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Causes for elevated stresses are hard to determine without further information and diagnostic images, but may include ingrowth of the distal lead which had impact on the manoeuvrability of the lead. Moreover tortuous cardiac anatomy, high activity levels of the patient and significant manual labour involving the upper body should be taken into account. Furthermore, damages originating from the extraction procedure were found on the lead. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.